Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The evaluation of the device is still in-progress. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional information from a third party service center regarding a ventilator's display screen that was allegedly blank. The ventilator was sent to the third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The device was evaluated and repaired by a third party service center.